Event description:
It was reported that there was multiple issue with the insulin gauge being inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.